Event description:
It was reported that the programmer reboots before getting ready, it is unable to properly start up. Also, the fan was noisy and there was a problem with the printer. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).